Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump error and power error. The customer¿s blood glucose level was unknown. Customer states that they having an error with the pump. Saying power connection. Customer reports the insulin pump was neither stored nor without a battery for more than 8 hours. Customer states the alarm did not occur immediately after a battery change. Does not recall getting the insulin pump error. Customer does not want to troubleshoot the other alarms at this time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. The test energizer battery was removed from the battery compartment and reinserted after seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the insulin pump back on. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, or trace pointers are invalid alarms were noted during testing. Device received with power error alarms and unexpected battery power loss due to j6 connector resistance issue.